Manufacturer narrative:
The device was returned to the manufacturer in a condition that was contradictory to the complaint description. The coil was returned in detached condition which was not initially reported. The distal end of the pushwire was within the ¿wave-lock¿ portion of the introducer sheath and, there was an appearance of dried blood on the distal end of the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The implant coil was not connected to the distal end of pushwire and was not located within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted to confirm the complaint details and that the correct device was returned; however, no information was received. Based on the device returned evaluation and reported information, we were unable to determine the cause of the implant coil detachment. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): precaution: "handle the axium detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular cerebral aneurysm, this coil stuck inside the protective sheath. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.